Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services stated that the baton intermittently lost video signal; no repairs available. The device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton was not giving a full image, only half a screen was showing. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.